Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 750 mg/dl and a ketone level of ¿over 3¿. Customer was treated with intravenous insulin. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the pump did not perform as intended. Review of the pump logs by tandem technical support indicated the pump was performing as expected, however, the customer maintained that the pump did not perform as intended. The customer declined further follow up from tandem technical support.